Event description:
It was reported that the device used during a laparoscopic cholecystectomy. The clips did not fully form ( scissored). Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.